Event description:
During use for a cardiopulmonary bypass procedure, the level detector would not function properly. There was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.